Manufacturer narrative:
Additional information. Complaint allegation is confirmed. One unpackaged ar-4068-25tl / batch 4017138015 was received for investigation. Visual evaluation noted that the tight curve tip was detached from the device and the fragments were not returned for evaluation. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to misuse due to prying/leveraging the device during use.

Event description:
It was reported that during a surgery the lasso broke inside patient. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.